Event description:
Pt underwent us-guided biopsy of liver lesions in the afternoon. No signs of immediate bleeding on us performed following the biopsy. Pt however showed signs of bleeding later during the day requiring transfusion and angiography. Angiography showed bleeding from one of small branches of hepatic artery for which gelfoam embolization was performed with cessation of bleeding. FDA safety report ID# (B)(4).